Manufacturer narrative:
Device passed displacement test and self test. No unexpected pump error 63/4 alarm found during testing or in device history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer blood glucose level was 155mg/dl. Customer reports they were able to clear the alarm and also able to rewind the pump. Advised customer to performed self test which was not passed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.